Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty procedure, it was observed that when the surgeon placed the battery device into the battery oscillator device and turned on the switch, the device worked weakly for about one second and then afterwards did not function at all. It was also reported that the oscillator did not function even after replacing the battery and also not resolved by replacing the battery case. It was reported that thee was a 30 minute delay in the surgical procedure and a spare device was available for use. It was later reported by the sales representative that the battery oscillator device functioned the following day. However after keeping the device upside down for 2-3 minutes and holding both the main unit and the battery connected, the device was not powerful, nor was it stable. Afterwards, the device started to function but was not powerful. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor was seized, jammed and heavy moving. Therefore, the reported condition was confirmed. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.